Event description:
This is the 3rd event of 5, refering to the same patient during treatment in 2007. Two minutes after setting up the next filter, the machine alarmed a blood leak that was proofred by a hemastix strip. The bood in the extracorporeal circuit was returned to the pt. No medical intervention.